Event description:
It was reported that a patient experienced sepsis and passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was sepsis; however, the cause of sepsis was not reported. Treatment for the sepsis was not reported. It was not reported if an autopsy was performed or if dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was determined to be no device malfunction or use error. Should additional relevant information become available, a supplemental report will be submitted.